Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ins  had been "acting up" the past couple months. Pt clarified the programmer worked fine, but they were getting pain around the ins in their back. Pt said if they would bend down to pick something up they would get a shooting pain, and once in a while when walking they would get a "shock almost". Pt said in (B)(6) 2020 they were standing straight and then they all of a sudden passed out and when they woke up they had fallen flat on their back. Pt said they had some bruising around the ins, but said nothing seemed broken and ins seemed like it was working perfectly. Pt confirmed the issues started after the fall. The patient was redirected to their healthcare provider to further address the issue. Patient also reported programmer and recharger were not communicating with ins. Pt initially said ins was working fine and then the day before yesterday they went to turn ins on but couldn't connect with pp or insr. Later in the call pt said they had stimulation on saturday, but then yesterday (sunday) they couldn't feel stimulation anymore and started to have pain because they couldn't get stimulation on, so it started on sunday. Pt mentioned they had a lot of pain before ins was implanted and once they got the ins and got their meds right, they lost weight (200-128) and have been much more active. Pt said they already put new batteries in pp today. Pt tried connecting with and without pp antenna during the call and reported poor communication screen. Pt then tried connecting with insr and reported reposition antenna screen. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue.